Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Pump error 37 occurred during rewind. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed rewind test due to pump error 37. Successfully downloaded history files and traces using thus. Pump error 37 was found in the history files on (B)(6)2023 at 08:47:00.00 due to coasting timeout during rewind. Pump was cut open to perform visual inspection and found dried insulin, a corroded home switch, and evidence of moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, scratched case, cracked keypad overlay, pillowing keypad overlay, overlay scratched, broken battery tube threads, cracked case (battery tube), label damage (peeling). Cosmetic damage was confirmed at the battery compartment during analysis. Pump error 37 was confirmed during analysis due to coasting timeout during rewind. Pump failed rewind test due to coasting timeout during rewind. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack in the battery compartment. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.